Event description:
It was reported that a user experienced low glucose during one-hour exercise sessions and experienced hyperglycemia after breakfast on a non-exercise day while using the ilet; the user had been pausing the ilet for two hours around workouts and reported a postprandial glucose of 327 mg/dl despite a meal announcement. Symptoms included low glucose to 66 mg/dl that the user self-treated with oral glucose and high glucose without acute complication. Outcomes included no emergency treatment, no hospitalization, and continued device use. Investigation included data synchronization and review of device reports and time-in-range metrics. Investigation of this case revealed rare lows (time in low range approximately 0.9 percent) and a pattern consistent with user-initiated pump pauses contributing to postprandial hyperglycemia rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hyperglycemia and likely related to user behavior; troubleshooting and education were completed advising against pausing after meals and to allow the algorithm to manage glucose. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.